Event description:
Reportedly, the device locked and pt tissue resulting in a tear of tissue. There was no additional report of surgical complication.

Manufacturer narrative:
Attempts have been made to ascertain add'l info, but there is none currently available. A supplemental MDR will be filed upon receipt of add'l info. The device has not been returned for lab evaluation.